Event description:
No osseointegration, patient has blood coagulation disorder and takes blood-thinner, thread tap used, primary stability was achieved, implant was completely covered by bone, increased sensitivity, mobility. When dentist attempted to place abutment the implant spun out - having no evidence of bone integration. 3 other implants placed at same time were successful.